Event description:
Acct. Reports that after injecting several meds into the septum at the top of the burette chamber, the septum either tips in the housing or pushes into the burette chamber. States they use the bd twin pak to access the septum but not sure if the nurses use the plastic cannula. Further info confirms that sometimes the nurses are using the metal cannula to access the rubber septums. No pt injuries reported, set was changed which is considered a nursing intervention.

Event description:
Account reports that after injecting several meds into the septum at the top of the burette chamber, the septum either tips in the housing or pushes into the burette chamber. States they use the bd twin pak to access the septum but not sure if the nurses use the plastic cannula. Further info confirms that sometimes the nurses are using the metal cannula to access the rubber septums. No pt injuries reported, set was changed which is considered a nursing intervention.